Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport MRI isp with s/l 8f chronoflex with suture plugs was returned for evaluation. Port body was received with catheter segment attached to port stem under catheter lock. It was noted that the catheter lock was not completely seated against the port body. When viewed under magnification, it was noted that there was scoring on the catheter lock. The sample was patent to infusion and aspiration with no leaks noted. Based on the findings, the investigation is unconfirmed for the reported leak. Per the evaluation results, the sample was received with the catheter lock not fully seated against the port body and scoring was noted to the catheter lock. Therefore, it is possible that the catheter lock assembly contributed to the reported issue. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry 10/2019).

Event description:
It was reported that the patient allegedly had the port accessed and was receiving chemotherapy treatment. Half way through the treatment an alleged leak occurred; the area around the port became swollen and discolored. Reportedly, the patient's skin was warm to the touch. Treatment was discontinued and the patient was put on 300mg of clindamycin for two days. The antibiotic was stopped after two days as the patient was feeling flu like symptoms. The was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had her port accessed and was receiving chemotherapy treatment. Half way through her treatment an alleged leak occurred. The area around the port became swollen and discolored. Patient's skin was warm to the touch. Treatment was discontinued and the patient was put on 300mg of clindamycin for two days. The antibiotic was stopped after two days as the patient was feeling flu like symptoms. The skin reaction from the chemotherapy treatment has cleared up.